Manufacturer narrative:
Section b3: corrected data. Sections a4, b5, h6-patient code: additional information. Manufacturer's investigation conclusion: a specific cause for the reported infection and stroke could not be conclusively determined. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. The relevant sections of the device history records for the (B)(6)was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) lists infection, stroke, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Care instructions in regard to preventing infection are provided in various sections of the IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with a mrsa infection on (B)(6) 2020, which was treated with antibiotics. While in the hospital, the patient was diagnosed with a stroke after a computed tomography scan revealed a large acute lobar hemorrhage in the frontal lobe with associated left to right subfalcine herniation and 9mm left to right midline shift. The patient¿s symptoms included lethargy, left sided gaze deviation, and right sided weakness. It was reported that the patient expired on (B)(6) 2020 due to the stroke. The death was not considered to be device related as it was reported to be operating as expected. The device was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient expired due to stroke. No additional information was provided.